Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign material alleged to be abthera dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. It also cannot be determined that the fistula or abscess are related is related to abthera therapy. The hospital confirmed multiple surgical teams were managing the open abdomen with no continuity of care or clear communication, and that the patient's dressing was not changed every 72 hours. There were reportedly 6 days between dressing changes and on another occasion, 7 days which, determined by the hospital, provided a high chance that the patient could have developed an enteric fistula. The hospital also reported that none of the surgeons who used the v.a.c. Therapy system on this patient had any formal training. This report is being filed due to possible user error related to lack of user training. On dec 21 2015, the facility agreed to complete the of training for abthera as well as the range of v.a.c. Therapy products, and that training will now be compulsory for all consultants/regular/new surgical staff. On jan 21 2016, an 'abthera vac dressing training workshop' was provided at the facility and 45 surgical staff members attended. The facility conveyed that they accept full responsibility for the clinical incident involving abthera dressing as being an error on their part. Device labeling, available in print and online, states: use of visceral protective layer: when using negative pressure therapy, ensure that the visceral protective layer completely covers all exposed viscera and completely separates the viscera from contact with the abdominal wall. Place the visceral protective layer over the omentum or exposed internal organs, and carefully tuck it between the abdominal wall and internal organs, making sure the visceral protective layer completely separates the abdominal wall from the internal organs. Adhesions and fistula development: formation of adhesions of the viscera to the abdominal wall may reduce the likelihood of fascial reapproximation and increase the risk of fistula development which is common complication in patients with exposed viscera. Dressing changes dressing changes should occur every 24-72 hours, or more frequently based on a continuing evaluation of wound condition and patient presentation. Consider more frequent dressing changes in the presence of infection or abdominal contamination. Dressing removal remove and discard previous dressing per institution protocol. Completely inspect wound, including paracolic gutters, to ensure all pieces of dressing components have been removed. If intra-abdominal packing material is present, packing material may be drier than anticipated. Evaluate packing material prior to removal and rehydrate if necessary to prevent adherence or damage to adjacent structures.

Event description:
On (B)(6) 2016, the following information was provided to kci: on (B)(6) 2014 a (B)(6) male had excision of right retroperitoneal sarcoma and right orchidectomy. On (B)(6) 2014, the patient experienced abdominal wall dehiscence. The patient returned to the theatre for re-suture of abdominal wall as an emergency. The wound could not be closed and so an abthera vac dressing was applied. On (B)(6) 2014, the patient was taken to the operating room for a dressing change. The operation note within the patient's records states "v.a.c. Removed and new one placed." The operation note reports difficulty removing the vac dressing but that all components were removed was not recorded. On (B)(6) 2014, the patient returned to theatre for another change of dressing. Operative report states that vac foam was very adherent and difficult to remove and was "unpicked after soaking with normal saline from a "pseudocapsule over the bowel." It also noted, "attempt to separate would be associated with high risk of bowel injury." On (B)(6) 2014 the patient returned to theatre for abdominal closure. V.a.c. Therapy was removed and healthy edges were noted. On (B)(6) 2014, the patient was discharged. On (B)(6) 2015, the patient complained of increasing abdominal swelling. A CT noted large right iliac fossa fluid and gas containing collection abutting the anterior abdominal wall. On (B)(6) 2015, the patient was admitted with complaints of increasing abdominal distention and pain. A CT was performed and noted: "the right iliac fossa collection persists and is slightly larger than previous image. Probable fistulous collection with an intimately related loop of proximal sigmoid colon. No foreign body was identified because the dressing is not radio-opaque." On (B)(6) 2015, patient came in to theatre for a planned laparotomy and ileocaecal resection. During this operation, a plastic object was seen and when removed was found to be the visceral layer from an abthera dressing that allegedly "fistulated through the bowel." The fistula was found coming from the small intestine and that the ileocaecum and sigmoid colon were stuck to an abscess cavity. The patient underwent laparotomy adhesiolysis, ileocaecal resection, small bowel resection, sigmoid colectomy and double barrelled small bowel stoma with foreign body removal. The cause of the abscess was alleged to be a retained plastic sheet from an abthera dressing. It is the investigator's comment that the sheet that was removed had been trimmed much smaller than would usually be recommended. It was confirmed that the hospital was unable to track the device or dressing lot number. Therefore a device history review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign material alleged to be abthera dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. It is unknown if medical or surgical intervention was performed. This report is being filed due to possible user error. There have been several attempts made to gather additional information, but there has been no response. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On dec 30 2015, the following information was provided to kci by (B)(6): risk manager for core clinical services submitted a user report to medicines (B)(6) on (B)(6) 2015 in relation to "a retained abthera visceral layer." On jan 04 2016, the following information was reported to kci by the risk manager: "a full rca [root cause analysis] investigation is in progress which is being carried out . The report is due to be presented at [the customer's] clinical risk committee in (B)(6)." The risk manager stated she would send a copy of the report to kci upon its completion. No additional information is available. There have been several unsuccessful attempts made to obtain the abthera abdominal dressing lot number, therefore a device history review could not be performed.